Event description:
It was reported that the ilet displayed high glucose readings from the cgm and, following earlier inaccurate low cgm values and calibrations, the ilet algorithm limited insulin delivery to basal only and initially did not provide correction boluses; a fingerstick measured 244 mg/dl and, after an additional calibration, the ilet delivered a correction bolus. Symptoms included hyperglycemia. Outcomes included the need for monitoring and user-directed cgm troubleshooting without hospitalization. Investigation included customer interview, review of device algorithm behavior in response to cgm inputs, and user education on cgm accuracy and calibration. Investigation of this case revealed that prior falsely low cgm readings led the algorithm to reduce insulin delivery and delay corrections, with subsequent calibration restoring correction dosing; no device alarms were reported and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown and associated with cgm inaccuracy influencing automated insulin delivery logic.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.